Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial#: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient was experiencing increased in pain and numbness on the fingers and legs. It was noted that the leads had migrated during trial. The patient underwent a lead pull and was doing well after the trial ended.